Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage observed. Event history log review was performed and found two 10 ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths medical. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The pump passed accuracy testing and no fault found.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump failed accuracy by -10.5%. No adverse effects reported.